Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 conflicting sars result. Customer states they received both positive and negative qv sars results while testing between the time periods of 01/04 to 01/10. Customer states they were negative by other rapid antigen test but positive for flu and covid by hospital test. Report 4 of 5.